Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "capsular contracture - baker grade IV." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Varied injuries -ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient and their representative has reported capsular contracture, baker grade IV, with "right side deformation", "increasing pressure pain" and "mental stress". The device has been explanted. This record relates to the right side.